Event description:
It was reported that during engineering evaluation, it was observed that the attachment device failed temperature test. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature test. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.